Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code should recur.